Manufacturer narrative:
Other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was intact, minor scratches on lcd lens screen. The customer stated problem was duplicated. Problem was found in the event history log. Dso (downstream occlusion sensor) was replaced for preventive measure. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump displayed a cassette not attached properly alarm with no cassette attached. No adverse patient effects were reported.